Manufacturer narrative:
(B)(4). Failure to follow steps/instructions was added to capture no femoral angiogram performed. Instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that ateriotomy closure of the right common femoral artery was attempted using a proglide device via a 5f sheath after a coronary diagnostic procedure. Reportedy, the knot was tightened using the one hand technique with the suture trimmer; however, pulsatile bleeding was visible afterwards. Manual arterial compression was applied to achieve hemostasis. No femoral angiogram was taken. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.